Manufacturer narrative:
H4: the lot was manufactured from january 13, 2022 - january 14, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Initial reporter address: initial reporter city: initial reporter state: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinsfued. The device was filled with fluorouracil and set up at 8 pm three days prior to the event date. On the morning of the event date, the infusion "was still not finished". There was no report of patient injury or medical intervention associated with this event. No additional information is available.